Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 462 mg/dl, which had not yet been treated. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital and did not contact healthcare professional. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer states there were no leaks but there was one small air bubbles. Customer declined checking for site or insulin issues; and settings were correct. Customer was not able to perform high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.